Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment and a review of the logs. The power control board and central processing unit communication connections were removed and reinstalled, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed for a system failure. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.